Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to a hole in the right cylinder. The entire ipp system was explanted except the reservoir which could not be removed. A new ipp was implanted. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.